Event description:
(B)(6) female patient called zoll customer support to report that she was receiving a service code 102 (charge profile fault). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of the monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation a broken positive lead was discovered on high-voltage capacitor c19 on the defibrillator board, which caused the service code 102. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken lead on c19. The patient received a replacement monitor.